Event description:
It was reported that the pump did not charge as expected while placed on the charging pad, with the indicator light blinking and the battery increasing only marginally over approximately one hour until the user repositioned the device and achieved a steady light that indicates proper charging. Customer care provided support that included verification of charging indicator behavior, and guided repositioning of the device on the pad. Investigation of this case revealed improper alignment on the charging pad resulting in incomplete charging, consistent with user-related charging technique rather than device malfunction. Symptoms included no adverse clinical effects. Outcomes included no need for medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user technique during charging.